Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged. There has been no intervention at this time but the physician has indicated it is most likely due to the patient's anatomy. The patient will likely require epicardial leads in the future. Additional information received stating this lead was explanted and new epicardial leads were implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.